Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver would not boot up and was re-initializing continuously. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.